Event description:
Pt developed infiltrative keratitis with pannus, rt. Eye, after wearing lens overnight. Pt has light sensitivity, blurred vision and pain due to this and will have permanent corneal scarring.